Manufacturer narrative:
Continuation of d10: product ID: 37651, serial#: (B)(6), product type: recharger, product ID: 37761, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4), product ID: 37761, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that a patient visiting the us from china dropped their recharger insr. And consequently, the antenna cord got damaged. A replacement recharger antenna was sent to the patient. Additional information was received on 2023-jul-27, that the recharger screen was blank and unresponsive even when plugged in with the desktop charger dtc. The caller confirmed, initially that the dtc had a green light on it and that there was no damage. The patient could not even talk or move their body and was having "slow or slurred" (pss could not understand the caller). The battery level of 15%. The caller stated, that the patient's symptoms returned. Additional information was received on 2023-jul-28, that the patient was at the hospital at 0%. The manufacturer representative (rep) noted, that hcp in the hospital said, that perhaps it was the dtc. The issue as dtc would not power on the insr, and the connection was loose. Rep hasn't met with pt yet. So it is unknown, what is the actual issue. Additional information was received from the manufacturer representative (rep) and the consumer on 2023-jul-30 and 2023-jul-31, that the recharger had a broken component, and a new recharger was needed to be able to charge the patient¿s implant for the duration of their visit. The patient's ins was fully charged, while seeking assistance at ER during the weekend. The patient plan to return to taiwan for further medical treatment.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient had symptoms because their battery was off. The battery was charged, and their symptoms resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.